Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/16/2015, belt 08/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 18:51:55 on (B)(6) 2021. The patient was in sinus tachycardia at 110 bpm with electrode lead fall off. The patient's rhythm then degraded to vf with motion artifact and electrode lead fall off at approximately 02:40:11 on (B)(6) 2021. The patient received a non-lifevest defibrillation at approximately 02:40:50. The patient's rhythm at the time of treatment was vf with motion artifact and electrode lead fall off. The patient's post-shock rhythm was electrode lead fall off. Motion artifact and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia. The device was shutdown at 02:41:42 while the patient's rhythm was obscured by CPR/motion artifact. The device was started up again at 20:30:39 on (B)(6) 2021. The patient's rhythm degraded to vf with CPR/motion artifact and electrode lead fall off at approximately 20:32:10. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received a non-lifevest defibrillation at 20:32:14. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by electrode lead fall off. Possible asystole with CPR/motion artifact and electrode lead fall off was present from approximately 20:34:30 until the electrode belt disconnection at 21:05:43 on (B)(6) 2021. It was not reported who disconnected the electrode belt.